Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated that saw her physician assistance (pa) who deroofed her scab between the weeks of (B)(6) to (B)(6) she was sent to wound care after they opened the wound and packed with gauze. The pa never called to consult their doctor prior to performing a culture. The doctor did not now the results of the culture, however the pa placed her on multiple abx. At that time, it was decided to remove the it pain pump. At time of removal, it was discovered that the patient was missing more concentration than normal and more than likely accessing the pain pump.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine via an implantable pump. The indications for use were unknown. It was reported that at some point in the last week or two, the patient went to their primary care provider. The nurse practitioner or physician assistant saw that the patient had a scab on their incision over their pump. That person decided to take the scab off and see what was underneath of it. They then informed the implanting physician of what they had done. The implanting physician told the primary care provider to leave the wound alone and not do anything else with it. The primary care provider then decided to take a culture swab of the wound and it sounds like they pushed too hard, and possibly opened a track down all the way to the pump. It was then decided at that time by implanting physician that they need to remove the pump. The system was explanted. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history included chronic pain. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 serial: (B)(6) product type: 0184-catheter; implant date (B)(6) 2023; explant date (B)(6) 2023; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.